Event description:
The patient reported that their implantable neurostimulator (ins) was implanted to help with their left amputation nerve pain and their stimulation went to that location. When using a transcutaneous electrical nerve stimulator (tens) unit with heat on their right shoulder they would feel pain and increased stimulation on their left amputated leg. They would put 4 to 5 electrodes on the patient's shoulder and apply heat and their left amputation they were able to feel a strong current in their stump and their nerve from neuroma hurt really bad. This issue occurred anytime the tens unit was used. They first started using the tens unit in (B)(6) 2016. The patient was implanted for post traumatic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.